Event description:
Syringe had broken tip which caused it to draw 90 cc of air vs drawing up contrast. Was not used on patient. Set aside for evaluation by peers. Lot # 8505779, exp- 05/2019, medrad stellant. Technician was attempting to draw up CT contrast into this syringe and noticed that it was full of air instead of contrast, when he inspected the end of the syringe, the tip of the "male" luer lock piece was found to be broken. It is still attached but obviously crooked and broken. Not used on patient, packaging and device sent to me to send to company for evaluation. I have already notified the company and am returning defective device to them on 8/14/2015. Manufacturer response for medrad stellant sterile disposable syringe, medrad stellant (per site reporter): no response yet, they just took my information and sent me a shipping label to return to them.